Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
After placing a stent in the subclavian of a (B)(6) woman under anesthesia, the long ksaw 6 fr sheath was completely stuck in the radialis after the procedure. The physician could not remove the sheath in any way. The patient was transported to the operating room to perform a bypass in the arm as the radialis was broken/ruptured.. The sheath was removed (with a lot of force). The procedure went ok, so in the end the problem was solved. The surgical team did not preserved the sheath because they could see nothing strange about the sheath. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects after to this occurrence.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, drawings, device history record, and instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: "the cxi support catheter with hydrophilic coating is a braided, kink-resistance catheter designed to facilitate wire guide exchange, infusion, and wire guide support. The cxi support catheter is intended for use in small vessel or super selective anatomy for diagnostic and interventional procedures, including peripheral use. Maximum recommended infusion pressure is 1200 psi. Upon removal from package, inspect the product to ensure no damage has occurred." The device history record was reviewed and no non-conformances were noted. The visual inspection of the returned device reported that the catheter was presented in two portions; portion one is 23.2 cm from the proximal end. The other portion is 127.0 cm. The outside cxi diameter measured .03293 inches. No additional information was provided. No assignable cause and/or anomalies associated at manufacturing of the product which could contribute and/or be related to this reported incident were identified. Based on the available information it is not clear if this reported event was associated with the surgical procedure, or a malfunction of the device. A definitive root cause could not be determined. The root cause of this complaint is inconclusive. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). Type of reportable event: changed from "other" to "serious injury". Investigation- a review of documentation, instructions for use(IFU) and quality control(qc) was conducted for the purpose of this investigation. No product was returned to assist in the investigation. The IFU lists precautions including, "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Upon introducing the sheath, "if using an introducer with aq hydrophilic coating, activate hydrophilic coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement." For sheath removal, the IFU states to insert the wire guide and dilator into the sheath prior to removal and to "withdraw the sheath and dilator as a unit." Instructions are in place to verify the device is manufactured according to specifications. Qc instructions are in place to test and inspect the device for any non-conformance. Because the product lot number was not provided, the complaint history and device history record could not be reviewed. There is no evidence to suggest the device was not manufactured to specification. It is possible that the wrong size device [in relation to the patient¿s arterial diameters] may have been used for the procedure, or the device may not have been used properly per specifications outlined in the product IFU. However, with the information currently available, we are unable to determine the root cause for this issue. A quality engineer risk assessment was created to evaluate the risk of this failure mode; based on the results of the analysis, no further risk reduction is required. The appropriate personnel have been notified and we will continue to monitor for similar complaints.

Event description:
After placing a stent in the subclavian of a (B)(6) woman under anesthesia, the long ksaw 6 fr sheath was completely stuck in the radialis after the procedure. The physician could not remove the sheath in any way. The patient was transported to the operating room to perform a bypass in the arm as the radialis was broken/ruptured.. The sheath was removed (with a lot of force). The procedure went ok, so in the end the problem was solved. The surgical team did not preserve the sheath because they could see nothing strange about the sheath. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects after to this occurrence.